Manufacturer narrative:
B3: date of event - estimated based on published date of 10mar2023. Literature citation: kattoor a j, manion c, kim c h, et al. (March 10, 2023) a case of unintentional release of the watchman flx device during implantation: a cautionary tale. Cureus 15(3): e36002. Doi 10.7759/cureus.36002.

Event description:
Reported via journal article. It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The transseptal puncture was successfully completed and the physician then positioned the was in the laa of the patient. The wds was then inserted into the was. The physician made multiple attempts at positioning the wds in the laa of the patient, however, the wds became kinked. The physician continued the procedure with the kinked wds and deployed the closure device in the laa. After two full recaptures and one partial recapture of the closure device, the physician was still attempting to deploy in an ideal position when the closure device became detached from the core wire. The final position of the closure device was in an acceptable position. The procedure was ended, and the patient did not experience any complications or consequences as a result of this event. A follow-up transesophageal echocardiogram (tee) procedure was completed 45-days post procedure which showed no issues.